Event description:
It was reported that the patient was seen approximately seven weeks post implant and a small punctate scab was noted in the center of the incision. The physician did not note any drainage; however, the patient and the patient's spouse indicated that there had been intermittent drainage over the last several weeks. The physician gave a prophylactic course of antibiotics. The patient is a participant in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).